Event description:
It was reported that the capio carrier extended into the cage without the device being actuated and the cage failed to catch the suture dart. Another capio slim device was used to complete the procedure and there were no patient complications reported. This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-46175 and MFR. Report # 2124215-2024-46178).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a050502 captures the reportable event of device misfire.